Event description:
The physician reported that during the implant of the subject device difficulties were encountered when connecting the a trial lead. Another pacemaker ws subsequently implanted instead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however , it is similar to reply dr or sr models approved under p950029. Analysis is pending.